Event description:
During testing at the user facility, an e321 (battery charger timeout) error code was noted. The device was returned to the biomedical department for a report of, malfunction. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device passed testing. An e321 (battery charger timeout error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified a part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.